Manufacturer narrative:
Follow-up #1: date of submission 9/6/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: battery compartment cracked below bumper pad. Cover crack between corner of lens and case seal. Leak due to cracked pump case. Moisture inside all internal pump: on display, on all boards, on motor flex connector. See attached picture. Call service 064-0008 alarm observed in black box, alarm history and duplicated. Due moisture damage on motor flex connector motor is not working, due to moisture damage text on display distorted and no vibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.